Event description:
The site reports three patients that have an inflammatory process at the hospital. They are in the process of eliminating the products that have been in contact with these patients to try and determine a cause for this event. (The customer is attempting to rule out each product through the process of elimination). Ref the following MDR#'s, for the add'l patients. 3002037047-2008-00015, 3002037047-2008-00016. On 07-feb-2008 add'l info received: two are now apparently fine with no long term detrimental affect, but the third is still being treated, and possibly his sight will be affected, but at this point she has no further details. On 20-feb-2008 add'l info received: the results of all testing has been inconclusive and, as was originally reported to us, they now think it is extremely unlikely they will ever find the cause of this. She could give no futher details on the third patient other than that they are still being treated. On 28-feb-2008 add'l info received: two patients have been discharged and she has no info on the third patient, but understands they have been referred for treatment. None of the cultures that were sent to their lab revealed anything, and they do not think they will ever know what cause the outbreak. She is not going to complete the questionnaires as she said there is nothing further that she can add and they do not believe this originated from our custom paks.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.